Event description:
The user failed a salicylate proficiency testing for three samples. The technologist retested two of the specimens that were found to be discrepant with the following results in mg per dl: sample 1: 40.7, 40.7, 40.4, 40. 2, and 40.1; sample 2: 40.0, 40.0, 39.7, 39.7, and 39. 6. The acceptable result was 0 mg per l for all three samples. If add'l info is received, appropriate notification will be provided.